Event description:
A malfunction was reported on the pump, but no significant events preceded this issue. There was no adverse impact on the customer's blood glucose level. Technical support provided the customer with information to reset the pump and assisted with the process, after which the malfunction did not recur. The customer was advised that they could continue to use the pump and to call back if the issue happened again, which they acknowledged and understood.